Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval, there was liquid contamination damaged the pca battery board. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger sn (B)(4) was not powering on.